Event description:
Instrument became engaged inside implant and would not release. Surgery extended to remove instrument. Recement implants.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.